Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: date and name of initial surgical procedure? =>the name of procedure is ileus release surgery. The procedure date is (B)(6) 2020. The diagnosis and indication for the initial surgical procedure? =>ileus. Interceed product code and lot number? =>interceed product code was 4350xl. It was included in the interceed kit (product code: ickit13 with lot#f000031604.) Vicryl suture product code and lot number? => vicryl suture product code was vcpb725. It was included in the interceed kit (product code: ickit13 with lot#f000031604.) Patient symptoms manifestations (location, severity, appearance, systemic or local reaction) =>wound infection. The following information was requested, but unavailable: the patient demographic info: age, gender, weight and bmi at the time of index procedure other relevant patient history/concomitant medications? Please clarify what is the alleged deficiency with each product? What is physician¿s opinion as to the etiology of or contributing factors to this event? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? What medical intervention was performed for infection? Results? Can you please clarify what is meant by suture exposure? Did any wound dehiscence occur? What was the tissue type and location of the suture placement? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What is the patient's current status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an ileus release procedure on (B)(6) 2020 and suture was used on the muscle layer. On (B)(6) 2020, the patient felt the wound was stiff and returned to the hospital. The patient experienced wound infection and suture exposure. Unspecified treatment was performed without reoperation. No further information is available.